Manufacturer narrative:
The unit was returned to the service center and the customer's reported issue was confirmed. The lcd lens was replaced and the unit was restored to proper operation. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the lcd is fading. Per email response from the customer received on (B)(6) 2018 the display was illegible.